Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The target lesion was located in a saphenous vein graft (svg) to the left anterior descending (lad). The vessel was not tortuous or calcified. At the ostium of the svg, there was a previously implanted stent. This stent was implanted at a different hospital several years ago. The type of stent has not been confirmed, but was thought by the physician to be a vision bare metal stent. There was no issue with that stent. The guide catheter used was a medtronic launcher 6 fr multipurpose. The physician attempted to direct stent the svg to the lad using a 3.0x20mm taxus express2 drug eluting stent, but could not pass through the pre-existing stent. When the physician pulled the stent catheter back, the stent embolized at the tip of the guide catheter. The stent was retrieved successfully with a snare. The physician then predilated the lesion using a 2.5x9mm maverick balloon. The procedure was completed with successful deployment of two 3.0x8mm and one 3.0x12mm taxus express2 stents in the svg to lad. There were no patient complications. The patient was discharged to home the next day and was prescribed plavix and aspirin.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.